Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).

Event description:
The iab was inserted into the pt on 10/15/97. On 10/16/97 after iabp for about one day, the iab leaked and the iab was removed. No second was inserted. On 12/8/97 it was reported that the pt went to the or for elective CABG. Blood was then noted in the gas line at the time of transfer. The balloon was changed immediately on arrival to the or. The iab was inserted on 101/5/97 and removed on 101/7/97 after 32 hrs. [Event complications]: none from the event-reported 10/23/97 and 12/8/97. [Pt's current status]: skilled care-rpt'd 12/8.